Event description:
It was reported that the patient had episodes of pauses after implant and it was questioned if this was ventricular oversensing. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; grommets found damaged.